Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that three clips were implanted without any evidence of device issue or malfunction and the mitral regurgitation was reduced from 4 to 1. Based on the information provided, the physician did not feel that either the device or procedure was causal or contributory to the patient death that occurred on same day post procedure. There is no clinical evidence to support any association between the device and procedure with the patient death. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed to report the patient death that occurred due to unknown reasons, on the same day as the mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 4. Three mitraclips were implanted and the mr was reduced to 1. The implanted clips were secure and the patient was confirmed to be clinically stable post-procedure; however, the patient died the same day due to unknown causes. It is the physicians opinion that there was no evidence that the mitraclip devices were causal or contributory to the patient's death. It was confirmed that the three implanted clips remained stable and attached to both leaflets. No additional information was provided.